Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This device referenced in this report was returned to omsc for evaluation. During the evaluation, the reported image loss was duplicated. As a result of the evaluation, it was confirmed that there was stain on the electrical contacts of the video connector. After cleaning the electrical contacts, the subject phenomenon was not duplicated. Also, the subject phenomenon was not duplicated, even if the subject device was fully angulated up/down/right/left, the universal cord and the video cable of the subject device were twisted, and the distal tip was warmed. Also omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Thus, it is assumed that the subject phenomenon occurred because there was stain on the electrical contacts of the video connector.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared during the procedure for therapeutic. The user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.